Event description:
Based on the report received from the facility, it appears that the door on the sterilizer in question opened unexpectedly causing instruments to be expelled from the unit. While the facility did report significant damage to the sterilizer door, there were no injuries. There were no witnesses. No one was in the area when this occurred.